Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was found that the patient experienced loss of bone few years after placement. Implant was placed according to protocol. Patient was a heavy smoker.